Event description:
During use, after the coil was at the site, it could not be released, and then another dcs syringe was utilized to release the coils, but failed again. Those devices will be returned for evaluation. Additional information indicated that prior to connecting and during prep, the syringe or coil delivery system was not damaged. The dcs syringe was utilized to prep the device, and no damages were noted during prep on the syringes or coil delivery system. No coils were detached with the dcs syringes. During prep, a dedicated saline source was utilized to fill and prep the syringes. During prep, the blue zone was not exceeded, and after disconnecting the coil delivery system, no damages were noted on the syringes or delivery system. The green zone was not exceeded. The syringe pressure was increased to the alternative red zone once the coil did not detach. The product was connected properly to the hub of the coil delivery system. No leakage was noted at the connector, extension tubing, delivery system hub or anywhere else. The connector was checked for proper seating/fitting on the delivery system hub. The coil was not detached with the new syringe. After the product failure occurred, no damages were noted on the coil (unraveled/stretched), delivery system, hub or syringe. The coil was not attached to the delivery system. The physician used another coil and release system to complete the operation.

Manufacturer narrative:
The samples were collected in sst tubes and centrifuged for 10 minutes. There was no visible fibrin present in the samples. Specimens were not re-centrifuged prior to repeat testing. Qc was within the customer's established ranges during this event. A system check performed on 11/18/09 met specifications. No errors were posted to the event log. A field service engineer (fse) was dispatched: the fse replaced the substrate, aspirate, dispense and sample probes along with the peri pump tubing. The fse verified alignments and cleaned parts. All verification testing passed. The fse performed a preventive maintenance (pm). No hardware issues were found that would have contributed to this event. No clear root cause could be determined for this event. A malfunction will be assumed for the purpose of this report.